Event description:
The customer reported that insulin squirted out during the manual prime process and the device was stuck in the prime loop. The blood glucose reading was 108mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a flush/loose drive support disk. The device was received with cracked display window corner, reservoir tube lip, scratched screen, and missing end cap sticker.